Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patien's blood glucose results were 64, 129 mg/dl. Tests were done within 10 minutes with a difference of 58 mg/dl. Patient did not experience any adverse events. No further information has been reported.